Event description:
Boston scientific received information that this device and lead were explanted due to pocket infection, approximately one month post implant. It was additionally reported the physician had administered antibiotics; however failed to clear the irritation and both products were ultimately explanted. No information communicated on replacement products and neither explanted product is intended to be returned. No other specific adverse patient effects were reported.

Manufacturer narrative:
Should new information become available, a follow-up report will be submitted.